Manufacturer narrative:
Concomitant products: w1dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable and high thresholds, lead impedance which was high and undefined, and a possible fracture. The rv lead was explanted and replaced. It was reported that the right atrial (ra) lead exhibited unstable and high thresholds, and a possible fracture. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.